Event description:
According to the reporter, while monitoring a patient during transport to the hospital, the device would intermittently power down by itself. No adverse effects to the patient were reported as a result of the alleged malfunction.